Event description:
It was reported that the customer had issues with her sensor and blood glucose level reading difference. Her blood glucose level was 165 mg/dl but her sensor glucose reading was 48 mg/dl. The insulin pump went into threshold suspend. The customer received calibration errors and a change sensor alarm. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.